Event description:
Customer reported that the basal rates in the insulin pump were resetting on their own. The blood glucose reading was over 600 mg/dl. The insulin pump was not delivering insulin. The insulin pump passed a functional check and no relevant alarms were found in the history. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.